Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had under delivering. The blood glucose level was 200 mg/dl at the time of incident. The current blood glucose was 221 mg/dl. Customer treated with insulin pump. Insulin pump passed high pressure test and displacement test. Customer alleging the insulin pump for under delivering because customer was correcting and blood glucose were climbing still. The product will return for the analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit was received with all operating currents within specification and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test. No possible under delivery anomaly noted. Insulin pump passed the dat test at 0.08755 inches.